Event description:
It was reported via repair work order that the unit would go into trend on its own. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.